Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the patient code e0817, e0112 and e2402 were not included. Additional information provided in h.11. The root cause for the reported complaint could not be determined. The reported exchange of a multifocal lens for a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. According to the (instructions for use) IFU, some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, these visual disturbances may be significant enough in some cases that the patient may request explantation of the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the intraocular lens implant procedure, the patient experienced extreme intolerable glare or halos in all light condition and got worsened. The lens was explanted and exchanged 4 months following the initial procedure. Clinical reason for explant was mentioned as headache and constant glare. Additional information received that patient experienced light sensitivity, eye tearing and patient was not able to open eyes without sunglasses, heart palpitations with dizziness from stress and seen the emergency room but no observative findings. After 2 weeks of the lens exchange the patient was recovering fastly. There was no further impact to the patient